Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8f navarre drainage catheter was returned for evaluation and three photos were provided for review. Gross, visual, microscopic, dimensional observation and functional testing were performed. No sign of thread was observed in the seal base adapter thread hole. The drainage holes at the distal end of the pigtailed catheter were inspected and no sign of thread was found. The pigtail thread was received detached from the catheter. Complete circumferential breaks were noted on both ends of the thread segment. The surfaces of both ends appeared to be granular throughout. The photo review also confirms the complete thread detachment from the catheter. The manufacturing site review states this complaint was confirmed for thread degression. Therefore, the investigation is confirmed for the reported thread break and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided ascites percutaneous drainage procedure using navarre opti drain. Prior to the procedure, the clinical team inspected the package and product prior to use and subsequently noted an issue with the surelok thread, identified as thread digression. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage procedure for ascites using navarre opti drain. Prior to the procedure, the clinical team inspected the package and product prior to use and subsequently noted an issue with the surelok thread, identified as thread digression. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.